Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the equipment did not turn on correctly. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during a diagnostic of coronary procedure which could be completed as planned. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the system was turned on, but no image displayed on any monitor. The system logfile was checked and during the troubleshooting, the rse verified that the host pc was not powering the disk bay, therefore the system hard disk was not booting. The rse advised turning off the host pc using the front button until the green led on the power supply turned out, then reconnecting the host pc using the front button, reactivating the disk bay, and turning on the equipment normally. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.